Event description:
During laser lithotripsy, laser fiber cracked upon firing. Md removed laser fiber from pt and found a defect along mid laser fiber. The pt was not harmed and the procedure was continued with the new laser fiber without problem. Diagnosis or reason for use: kidney stones.